Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut with; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; serial number, 222; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, good/high b; 1st fire-washer cut, good; indicator response, good; returned staples-#/form, n/a; safety release, good and trocar/anvil fit, good. Analysis conclusion: based on the info rec'd and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke or possibly fired outside of the green firing zone. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted that to ensure the instrument has been fired through the complete firing stoke, the indicator must be in the green firing zone and the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and the breakaway washer. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the devices were used during a low anterior resection. It was reported in performing the lar, surgeon reported the ax55 stapler would not open after firing. When the cdh stapler was fired, half the staples did not form. No info available on the firing performance of the cdh. The staples line had to be redone. Case completed with competitor product. Rep returning both instruments. Pt doing well at time. There was no consequence to the pt. 8/28/97 it was reported ax55b was not fired during procedure. It was difficult to open after nurse was preparing for surgeon. This was not used on the pt. The cdh33 was fired by surgeon. The washing in the anvil was not cut when looking at the device.